Event description:
It was reported that the customer had a button error, keypad anomaly and small crack on the screen of the insulin pump. The customer's blood glucose level was 306 mg/dl. The troubleshooting was performed. The customer insulin pump is going to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. No button error alarm noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.